Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer began use of the pump, and the pump time was inaccurate. The customer's blood glucose level was 102 mg/dl. During troubleshooting with tandem technical support, the customer successfully adjusted the pump time.